Manufacturer narrative:
It was reported that the patient had a stroke after 7 days of post implant. Information from field indicated that dimensions of the native vale were perimeter 69.2mm and area 373.4. Also indicated the valve was successfully implanted at a depth of 7-8mm at non-coronary cusp and 8mm at left coronary cusp. No medical history was provided from the field. Field reported that patient was on the neurological ward and no intervention performed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for a procedure. The annular dimensions of the native vale were perimeter 69.2mm and area 373.4. The valve was successfully implanted at a depth of 7-8mm at non-coronary cusp and 8mm at left coronary cusp. After the procedure, the patient reactions were slow down. On 10 july 2024, the patient had a stroke. The patient was on the neurological ward and no intervention performed.